Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically inspected, and leak tested. Microscopic examination identified that the pump was contaminated by bodily fluid in the inside; however, no leaks were identified. Both cylinders were visually inspected, and leak tested. Visual examination of cylinder 1 revealed that the outer and fabric tubing was detached in the proximal end; in addition, scaling was present on the rear tip of the cylinder. During leak test of cylinder 1 it was noted that the inner tube bulged when inflated by the proximal end of its body. Visual inspection of cylinder 2 identified that the component had wear at a fold by the middle and proximal end, additionally to scaling on the rear tip of the cylinder. Cylinder 2 passed leakage test. The reservoir was visually inspected, and leak tested. Visual examination revealed that the kink resistant tubing (krt) was worn down to the filament, but no leaks were identified. Based on the information available and analysis results, the bulge identified in the cylinder 1 could have caused or contributed to the reported clinical observation of inflation issues; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which a total fluid loss from the device was identified. All components were removed and replaced with no patient complications. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which a total fluid loss from the device was identified. All components were removed and replaced with no patient complications. There were no patient complications.